Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7073057/5150317.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator. It was noted that patient lead had migrated. The patient underwent an explant procedure. The patient was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned.